Event description:
New or updated information listed on section h10.

Manufacturer narrative:
The device was received by nuvasive italy who provided photographs and the complaint was confirmed. Review of the provided photograph identified the upper biting jaw fractured of right at the hinge feature and is consistent with off angled excessive force. Review of the manufacturing history identified lot fd2598811 was released to the field on may 25, 2012 as part of loaner sets that are subjected to handling and repeated sterilization cycles after distribution into the field where wear fatigue and damage can occur over time and considered the root cause. Review of the device history record notes no material non-conformance, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...warnings, cautions and precautions: complications to the hospital staff may include, but are not limited to: injury that may result from instrument breakage, slippage, misuse, or mishandling..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...". "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted...".

Event description:
It was reported that the patient underwent a spinal procedure. During the procedure, the distal articulating tip of the pituitary rongeur fractured off. The piece was retrieved and was not retained in the patient. No further patient or procedure impact was reported. No additional information was provided.

Manufacturer narrative:
A photograph of the fractured tip of the pituitary rongeur was provided and the reported event was confirmed. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A definitive root cause was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: complications to the hospital staff may include, but are not limited to: injury that may result from instrument breakage, slippage, misuse, or mishandling..." "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures... The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." "...intra-operative warnings: the physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.